Event description:
Provider states the customer left motor was replaced less than a month ago and it is leaking oil. Provider states there is oil on the customers carpet in his house that they are unable to get off.